Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in the tubing. Customer blood glucose reading was 300 mg/dl. The size of the air bubbles is large. The air bubbles are in reservoir. The air bubbles are in the top of the reservoir. Customer does not have a reservoir plunger available. Reservoir will be returning for analysis.